Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and seven months post implant of this bioprosthetic valve implanted in the aortic position, a transcatheter aortic valve was implanted valve-in-valve. The reason for valve replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to severe aortic regurgitation. If information is provided in the future, a supplemental report will be issued.